Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. It is unknown as to why the head of the screws were clearly prominent with tibial marks of abrasion or why the screws were loose in the bone. Bio-absorbable implants are designed with material qualities required to maintain necessary properties throughout the healing process under normal patient conditions. The most likely cause of this type of event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that after surgery on (B)(6) 2015 with two ar-5025b-26 (curretage and refixation of medial femur condyle, head of screw was below cartilage level), the patient developed new crepitations. A new MRI was made on (B)(6) 2016 which showed an explicit accumulation of fluid of around the screws, head of screws were found to be prominent. Follow-up investigation: second surgery on (B)(6) 2016: head of screws clearly prominent with tibial marks of abrasion. Screws were loose in bone, no signs of resorption of the screws and clear indication of a foreign body reaction. Revision surgery was completed successfully, screws were inserted again in bone. Surgery was done on lateral femur condyle, left knee.